Event description:
It was reported that a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015. The physician seated the electrode array, and received an unsuccessful cavity integrity assessment (cia) test. The device was removed and "the pt arrested. All resuscitation efforts were unsuccessful and the pt expired". Currently, the autopsy report is not available. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).